Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was 96 mg/dl. The customer stated that he had problems with the low battery alarms since yesterday. The customer stated that he received a battery out limit and now has a black circle on the screen. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.